Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant medical products: preface sheath, model #: unknown, lot #: unknown; pentaray catheter, model #: unknown, lot #: unknown; coolflow pump, model #: unknown, serial #: unknown. (B)(4).

Event description:
The cerebrovascular accident event will be submitted under the manufacturing reference number of (B)(4). The heart block event will be submitted under the manufacturing reference number of (B)(4). Event description: article title: localized sources maintaining atrial fibrillation organized by prior ablation. Per a report in the journal of circulation. 2006;113:616-625, a single-center prospective study was conducted on 50 consecutive patients, by professor michel haïssaguerre of the hôpital cardiologique du haut-lévêque and et al., to assess if af exhibiting discrete atrial complexes and consistent activation sequence may be maintained by such sources that can be characterized and ablated. Follow-up time : 12 months. From the report there were serious adverse events: there were 2 adverse effects: dissociation of la appendage activity and a cerebral vascular accident 3 hours after the ablation procedure in another patient. Per the article, there were no other non-serious ae¿s. There are no death events or device malfunctions reported in the publication. Model and catalog number are not available, but the suspected device is the navistar thermocool. The following biosense webster products were also used for the procedures mentioned in the article: preface sheath, pentaray catheter, coolflow pump. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.